Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to provide details of the event and test result information. Siemens is investigating the event.

Event description:
The customer observed a discordant falsely elevated high sensitivity troponin I (tnih) result for one patient on an atellica im 1300 analyzer. The result was not reported to the physician(s). The customer informed siemens that a delta check in their system generated an automatic rerun due to a historical patient result of 41 ng/l. The repeat result was lower compared to the initial result and considered correct. The customer used the same sample and an alternate atellica im 1300 analyzer to perform another repeat test, and the result was also lower than the initial result and considered correct. The customer reported the first repeat result to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00305 on 22-nov-2022. Additional information (21-dec-2022): siemens reviewed the system files and auto check data and identified no hardware issues with the delivery of the sample or reagent. The biorad cardiac marker quality control (qc) was in range for high sensitivity troponin I (tnih), and no other patient sample(s) were affected. The cause of a falsely elevated tnih result for one patient sample is unknown, and siemens cannot rule out pre-analytical variables or sample-specific issues as contributing factors. The system is operating as specified, and no further evaluation was required.